Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the power down and system was not starting. Fse found that the suit pc cannot turn on, fse cleaned and reconnected the network cables. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot. The system was not in clinical use. No harm to patients or users was reported. A philips field service engineer (fse) inspected the system onsite and identified that the primary boot device was set to back up instead of the system drive. Fse proceeded to correct this and returned the system to use in good working conditions.